Event description:
A report was received that a pt was not receiving adequate stimulation. X-rays taken confirmed lead migration and revealed that the paddle lead was shredded at the bottom of the paddle. The pt underwent a revision procedure to replace the paddle lead. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn for analysis as it was discarded by the medical facility.